Event description:
Additional information received reported the patient saw their doctor on (B)(6) 2016. It was stated that the steps taken to resolve the reported issue was that the doctor readjusted the leads.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the implantable neurostimulator (ins) site was hot to the touch, a little swollen, was discolored and tender. The onset of symptoms was gradual in nature and had occurred a couple or a few days ago. The patient was to follow up with their healthcare provider (hcp) and the issue was medical in nature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.